Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient developed pain on the right side of her incision site. She was seen at the treating center on (B)(6) 2025. On (B)(6) 2024, the neurosurgeon performed a right cranial wound exploration and washout. The neurostimulator and leads remain implanted and programmed for use. The patient is currently being followed by infectious disease from the treating center as cultures were positive for staphylococcus. The superficial incisional infection included antibiotic treatment: IV vancomycin (unspecified duration), IV cefazolin (for four weeks), and oral azithromycin (ongoing, unspecified duration).